Event description:
It was reported that the caller experienced difficulty pressing the wake button on their pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.